Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/15/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified a flat creases and a curved opening on the posterior. Leak test and microscopic analysis was performed which identified an observed void >1 mm in non-textured, valve-to shell-bond area and a striated opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.